Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose level was 400 mg/dl. Customer¿s blood glucose level at the time of incident was 370 mg/dl. Other blood glucose value was 376 mg/dl and 360 mg/dl. Customer does not feel ok to troubleshoot. The insulin pump will not be returned for analysis.